Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-19007. It was reported during a lead replacement procedure,(related manufacturer reference number: 1627487-2021-18977 & 1627487-2021-18977), a portion of the existing lead was left in place not able to remove. No attempts will be make to remove the lead portion. Note: it is unknown which lead is liable therefore both leads are being reported.